Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system. It is concluded that the injury on the patient¿s right leg was caused by insufficient distance between the coil cable and the patient skin. No padding was used to avoid cable-to-skin contact. Furthermore the protective sleeve (fco781 00437) was not present on the coil cables during the mr examination and it was observed that the coil cable was damaged. The used scan protocol, 9 consecutive scans on high sar and a total whole body rf dose of 5,3 kj/kg contributed to the severity of the injury. This mr system is not serviced or maintained by philips but a third party company.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA .

Event description:
Philips received a report from a customer related to a patient heating incident with an intera 1.5t mr system. The patient sustained reddening of the skin on the right leg which developed into necrosis of the skin (1.3 cm by 7.6 cm). This patient was positioned head first supine and was scanned for a pelvis examination with the synergy body coil